Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported thrombosis/thrombus (mitral/tricuspid valve: medical treatment) associated with the thrombus found on the sgc tip could not be determined. The cause of the reported hypoxia associated with the oxygen saturation drop could not be determined. The reported perforation (atrial: percutaneous intervention) associated with the asd appears to be due to procedural circumstances (pre-existing torrential tricuspid regurgitation interacting with transseptal puncture). The reported patient effects of thrombosis/thrombus and perforation, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported medication required, unexpected medical intervention, and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report thrombus, atrial septal defect, hypoxia, and intervention. It was reported that a patient presented with grade 4 functional mitral regurgitation (mr) and torrential tricuspid (tr) regurgitation. During a mitraclip procedure, thrombus was noted on the distal tip of the steerable guide catheter / dilator / guidewire assembly. A decision was made to remove and re-flush the sgc / dilator / guidewire assembly. Additional heparin was administered. The thrombus dissolved and the system was guided back into the anatomy. After the procedure was completed with one mitraclip implanted, the pre-existing torrential tr and the sgc contributed to a right-to-left shunt. The atrial septal defect was 8mm. Oxygen saturation dropped to 52%. A decision was made to implant an amplatzer plug into the septum to occlude the shunt. Oxygen saturation quickly returned to 94%. It was later determined that anesthesia placed the breathing tube into the right lung, causing the low oxygen saturation and the left lung to collapse. This may have also contributed to the patients quick drop in oxygen levels, but could not be confirmed according to the physician. The mr was reduced to grade 1-2. There were no adverse patient sequelae or clinically significant delay. No additional information was provided.